Event description:
An inspire medical systems device to prevent sleep apnea was implanted in my chest. I immediately became critically ill, suffering a variety of problems, including acute pulmonary edema. I was on a respirator for about seven days; was in the ICU for three weeks, and I needed months of occupational, speech and physical therapy. I was out of work for the entire (B)(6) 2019. I suffered after-effects for about five months. The inspire device was implanted but has not been activated. FDA safety report ID # (B)(4).